Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the device evaluation of the device, the service repair technician observed that the air/water cylinder, suction cylinder, air/water tube, c-cover, and scope cover unit has foreign objects; residual liquid or foreign material came out of the suction connector of the endoscope connector, and residual liquid or foreign material came out of the instrument channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.